Manufacturer narrative:
Corrected information; an internal evaluation of the patient's death had incorrectly determined that the death was due to probable sudden unexplained death in epilepsy (sudep). Therefore, this event was reported in the initial report. Information was available at the time of the initial report to conclude that the death was not probably due to sudep, and therefore did not need to be reported.

Event description:
It was reported that a vns patient passed away. It was also reported that the deceased patient was at a mortuary and the device is available for return. Follow up was performed with the patient's neurologist regarding the cause of death and the relationship to vns. Information was later received stating the patient passed due to a seizure and that this was not believed to be related to vns. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
Analysis was completed for the generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No additional or relevant information has been received to date.

Event description:
Both the generator and lead were received. An analysis was performed on the returned lead portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis on the generator is underway but has not been completed to date.